Manufacturer narrative:
The device lot/serial number is not available as the packaging was disposed at the facility and the hospital did not track that information. As the device lot/serial number is not available, the review of the manufacturing paperwork could not be conducted. Images and vessel measurements are not available, however, inadequate patient anatomy may have caused or contributed to the event. According to the gore dryseal sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU state that the sheath should not be advanced or withdrawn if resistance is felt. Vessel or delivery catheter damage may occur. Also, per IFU, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc).

Event description:
On (B)(6) 2016, the patient underwent a procedure to treat a descending thoracic aneurysm. Reportedly, the external iliac artery was ruptured upon withdrawal of a gore dryseal sheath (dsl2428/unk). It was reported the physician felt a little resistance but not particular. Due to the physician, the cause of the rupture was the sheath was too big. The patient had very narrow vessels. The physician resolved the external iliac artery rupture with implant of a gore viabahn&#59397;endoprosthesis. Additionally, an atrium balloon expandable stent was implanted in the common iliac artery at the aortic bifurcation due to occlusive disease, and the case was completed. The patient lost a small amount of blood, however, no transfusion was required. Additionally, on (B)(6) 2016, the physician noticed a new aortic dissection and on an unknown date, the patient had an additional procedure to treat a dissection in the common iliac artery. The physician relined the common iliac artery with an atrium balloon expandable stent and a gore viabahn&#59397;endoprosthesis. The patient tolerated the procedure. Reportedly, the cause of the dissection was again, the sheath was more than likely too big for the artery, or possibly the stent that was placed at the aortic bifurcation caused the dissection. Additionally, on (B)(6) 2016, the physician noticed a new aortic dissection and on an unknown date, the patient had an additional procedure to treat a dissection in the common iliac artery. The physician relied the common iliac artery with an atrium stent and a gore viabahn endoprosthesis. The patient tolerated the procedure. Reportedly, the cause of dissection was the sheath more likely was too big for the artery or possibly the stent that was placed at the aortic bifurcation.